Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer replaced the gas delivery unit (gds) assembly. The gds system was received for failure investigation without the data acquisition (da) printed circuit board (pcb) and solenoid attached to the assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The gds assembly was installed to a failure investigation (fi) test ventilator in an attempt to duplicate the reported condition. The test ventilator passed all test and operated within the manufacturing specifications. No product deficiency found. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator gives proximal line disconnect alarms for no apparent reason but passes the performance verification tests. It was reported that the event occurred during clinical use. There was no patient harm reported.